Event description:
Using b-d 60 cc syringes in syringe pumps for vecuronium drip and a-line flush. Vecuronium drip infusing at 6 cc/hr. With need for occasional boluses for procedures. The b-d syringe kept "popping out." Of the pump when boluses were attempted. The boluses needed to be injected manually. On hourly checks, the a-line-flush syringe set at 4 cc/hr. Though - pressure tubing, was noted to be disengaged from the pump. This was noted at least 4-6 times.